Event description:
During an adenoidectomy, it was reported that the insulation at tip of the wand's melted away during the procedure. It was reported the pt sustained a superficial burn to the underside of pt's soft palate as a result of the insulation melting during the procedure. No treatment of the superficial burn was required.

Manufacturer narrative:
The hospital will not release the wand to manufacturer for evaluation, therefore, the device is not available for investigation. A review of the lot history record will be performed, and a follow up report will be provided. Two devices, coblator ii controller and the procise xp plasma wand, were used in the same procedure. The second device, coblator ii controller, was filed under MDR 2951580-2009-000115.